Event description:
It was reported that the patient presented for a scheduled lv lead replacement procedure. Upon interrogation, the right atrial lead exhibited loss of capture and sensing. A fluoroscopy revealed that the lead had dislodged. It was suspected that the patient developed twiddlers syndrome after a fall a few months back. The lead was successfully explanted and replaced. The patient was noted to be in stable condition throughout and after the procedure.

Manufacturer narrative:
(B)(4).